Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information from the repair center on jan 26, 2021. Inlet fatigue. Error occurred due to high brightness motor fatigue, front panel blinks. It was not duplicated that the examination lamp was not ignited normally. However, it was duplicated that the front panel blinked. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. Abnormally ignition of the examination lamp due to an occasional accidental failure. The error occurred due to high brightness motor fatigue, front panel blinks. The high brightness motor was a failure due to age-related deterioration since more than 13 years have passed since production. The inlet wore due to age-related deterioration since more than 13 years have passed since production. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user facility that in unspecified timing, it was found the examination lamp was not ignited normally. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated.